Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: there was visible rust behind the display lens and inside the battery compartment. A leak test performed revealed a leak at the battery compartment and pump case leak. Horizontal lines were observed through the display screen. The pump was opened; there was evidence of moisture damage found on display screen on the inside cover, on the main printed circuit board (pcb), support bracket and transceiver pcb. The battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. The pump case was also cracked near the top and the bottom right corners of the display lens at the case seal and cracked on the left side of the keypad above the up arrow button to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.